Event description:
It was reported, the patient experienced an increased intra-peritoneal volume (iipv) event on the homechoice (hc) device during dwell one of two. The patient's drain volume equaled 4480ml and the patient?s fill volume was 2000ml. The technical service representative (tsr) determined that the patient had a last fill volume of 2000ml and the initial drain alarm was set to 0ml. Draining relieved the patient's symptom of breathing difficulty. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event log confirmed the reported condition. The device passed electrical and functional testing. A short simulated therapy was performed and completed successfully. All pressures were found to be correct and stable. An internal inspection was performed and found no issues. The cause of the reported condition was determined to be false a empty detect and use error with the initial drain alarm setting inappropriately programmed. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental report will be submitted.